Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported that insulin had leaked into the insulin pump and that there was physical damage. She stated that the keypad was not working and that she was unable to clear the alarm. Changing the battery did not resolve the issue. The blood glucose reading was not given. Nothing further was reported.